Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that significant excessive pressure occurred due to failure of the circuit board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of the phenomenon was not established. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Based on the results of the hha (fy24-omsc-19-hha_uhi-4) for overpressure-related adverse events when using uhi-4, it was decided to conduct a class 1 recall of uhi-4. (Recall number: z-0075-2024).

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. After communication with the field service engineer, when the user used the high flow insufflation unit (uhi-4) , it was found that the patient's abdomen was obviously stretched too much during the operation, and the patient's abdomen became very hard. It was said that the pressure of the device showed: 50mmgh. The doctors immediately stopped the use of uhi-4. When the customer conducted a revalidation test on this uhi-4, the previous overpressure phenomenon was not found. The device was returned to for inspection, the engineer checked the device, and the device was normal. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the pressure suddenly rises and the fault does not repeat again while using the high flow insufflation unit. The issue was found during reprocessing. The patient was not under anesthesia, there was no delay, and no reports of patient harm associated with this event.